Event description:
The ge oec 9800 fluoroscopy system made a "popping" sound and did not display an image during a procedure. The system was re-booted to restore functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and evidence of arcing at the high voltage cables. To repair the system, the x-ray tube was replaced as well as the temperature sensor. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.